Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 on the main was not latching appropriately. The customer reported that the malfunction occurred while dispensing the medication and result in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was latching. A field service engineer (fse) found an obstruction at the back of matrix drawer 4. The obstructing medications were removed, allowing the drawer to close properly. No errors or failures could be reproduced in either the main or test application during follow-up testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 on the main was not latching appropriately. The customer reported that the malfunction occurred while dispensing the medication and result in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.